Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log indicates the customer was not in the correct ECG view while trying to analyze the patient. The device was recertified and returned to the customer. The electrode pads used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.